Manufacturer narrative:
The device is not available for evaluation. Without the return of the sample a comprehensive failure investigation cannot be performed, and a cause cannot be determined. If additional information becomes available a supplemental report will be submitted.

Event description:
The event involved a plumset, that during usage, was found that the loose air vent cover caused the chemotherapeutic drug to leak. The tubing set was replaced with no further issues. There was patient involvement and no patient harm.